Event description:
Arthritis [arthritis]. Case description: spontaneous report was received on (B)(6) 2012, from a physician regarding a (B)(6) male pt, initials unk, with gonarthrosis. The pt's medical history was significant for right knee pain and previous treatment with hyaluronate sodium injections in (B)(6) 2011, suprapatellar thigh arthropathy on (B)(6) 2011, and had artz therapy. On (B)(6) 2012, the pt initiated treatment with synvisc (hylan g-f 20) injection, dosage regimen and route not provided. The lot number of synvisc was not provided. It was reported that symptom did not change after the first synvisc injection. On (B)(6) 2012, the pt received second synvisc injection and his condition improved. On (B)(6) 2012, the pt received third injection of synvisc. On (B)(6) 2012, the pt's right knee swelled and the same day, the pt was diagnosed with arthritis. On (B)(6) 2012, the pt had arthrocentesis and unk amount of fluid was aspirated. On (B)(6) 2012, the right knee swelling disappeared and the event of arthritis was alleviated. Concomitant medications were not provided. The intensity for the event was not provided. The reporting physician assessed the relationship between synvisc and the event of arthritis as definite. Add'l info was received on (B)(6) 2012, in the form of qa (quality assurance) investigation summary.

Manufacturer narrative:
Eval summary - the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.